Event description:
It was reported while testing with bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive results occurred. Confirmatory testing was performed using molecular testing from another company. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: patient 2, flagged + 2/10/22, gram stain= gnb, culture result= e. Coli x2, biofire result= dual positive for e. Coli and proteus sp., biofire lot-295521. Customer reports bactec samples with discrepant results using biofire. Initiated complaint;pediatric vials 442020 lot 1294782; dual positive biofire results included nonviable proteus sp. Customer reporting nonviable organisms identified using the biofire instrumentation.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-24. H6: investigation summary: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates and voltage output with satisfactory results. Complaint is unconfirmed based on retention and returned good samples and batch history record review results.

Event description:
It was reported while testing with bd bactec¿ peds plus¿/ f culture vials (plastic) molecular false positive results occurred. Confirmatory testing was performed using molecular testing from another company. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: patient 2, flagged + (B)(6) 2022, gram stain= gnb, culture result= e. Coli x2, biofire result= dual positive for e. Coli and proteus sp., biofire lot-295521. Customer reports bactec samples with discrepant results using biofire. Initiated complaint;pediatric vials 442020 lot 1294782; dual positive biofire results included nonviable proteus sp. Customer reporting nonviable organisms identified using the biofire instrumentation.